Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer's blood glucose level was 261 mg/dl. Ultimately, the customer reverted to an alternate method of insulin therapy.

Event description:
Customer reported that the t: slim x2 pump battery would not charge, and the pump screen was non-functional. Due to the pump issue, the customer's blood glucose level rose to 261 mg/dl. The customer attempted to manage the high blood glucose through a correction injection using multiple daily injections (mdi). Technical support guided troubleshooting efforts for the pump but was ultimately unsuccessful, leading to the decision to replace the pump. The customer was informed about receiving a replacement pump with updated software and agreed to return the malfunctioning pump.